Event description:
A patient blood glucose results of 185mg/dl and 134 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.